Manufacturer narrative:
Device eval: the suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: the device history record was reviewed, the complaint database was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.

Event description:
The rotator broke during use. No harm or injury was reported.